Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Gel bleed: not observed. Capsular contracture: unable to observe since it is not related to the device. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Inflammation/irritation: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.5, d.1, d.2a, d.2b, d.4, d.6a, d.9, g.4, h.3, h.4, h.6.

Event description:
Healthcare professional reported "partial capsular contracture and device rupture". Healthcare professional later reported pain, redness and rupture. Healthcare professional later reported silicone leakage. This record is for the right side. Device has been explanted.

Event description:
Healthcare professional reported "partial capsular contracture and device rupture". This record is for the right side. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Healthcare professional later reported pain, redness and rupture. This record is for the right side. Device has been explanted.